Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to unusual vibration of the blue cable. The analysis results found that the holster's blue cable vibrates during sample mode of the functional test because the blue cable is damaged. The green and black cable will not connect properly to the control module because the lemo connector flanges are damaged. There is no process to repair the unit at this time.

Event description:
It was reported by the affiliate that prior to a breast biopsy procedure, at the sample mode, blue code vibrates unusually. This condition disturbed dr's biopsy procedure; dr couldn't finish case. No patient consequence. One device returning.